Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have two open connections in the distribution node from the trunk cable. This is the probable cause of the increased alarms. The distribution node was repaired and the electrode belt was tested. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this open connection is probably force placed on the trunk cable. The trunk cable looked to have been pulled, which broke the wires from the distribution node. The electrode belt cable was fixed. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
Patient's nurse contacted lifecor customer support to report, that the patient was receiving numerous "check belt" messages. Support asked the nurse to make sure that all of the electrodes were touching the skin and suggested tightening the garment if possible. Nurse said, that she would try this and call us back if the alarms continued. The nurse called back to state, that the alarms continued even with a new garment. Support asked the nurse if the patient had lost weight and she stated, the patient had lost weight; therefore, support sent the patient a smaller garment. Support had the nurse download. The download revealed right fall off and several belt disconnects. Also the electrode belt serial number was not recorded. Support replaced the electrode belt.